Event description:
It was reported that this right ventricular (rv) lead - bundle of his exhibited poor threshold and high pacing threshold measurements. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).